Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, loss of capture was noted on the rv lead. Also, threshold was high and varying. The physician elected to cap the and replace the rv lead on (B)(6) 2018. The patient was stable before, during and after the procedure.